Event description:
Part of the coating at the proximal end of the plasmblade tip came away after removing the black tip protector. Customer used another blade from the same box which had no problems.

Manufacturer narrative:
Product event # (B)(4) - investigation plan: visual inspection testing performed: visual inspection device: peak plasmablade 4.0 product p/n: ps200-040-sp quantity: 1 the device was returned in a corrugated cardboard box. Device was returned in open original packaging, unsealed. Device was not double bagged, nor in a biohazard bag. Tyvek lid was still attached to the tray, indicating device came from lot 52294 and expires 2014/08. The unit does not appear to have been used in surgery. No blood or charring present. It appears that the coating of the plasmablade tip has flaked off. Investigation conclusion: the complaint was confirmed based on visual inspection of the plasmablade. The tip appears to have lost some of its coating. The dev ice has been sent to powered surgical solutions in fort worth, texas, for further root cause evaluation. (B)(4).

Event description:
Part of the coating at the proximal end of the plasmblade tip came away after removing the black tip protector. Customer used another blade from the same box which had no problems.

Manufacturer narrative:
Product event #(B)(4) analysis update: device sent to ft. Worth for additional review : observations: physical damage on blade tip and two small areas of exposed bare blade near blade-handpiece assembly interface. Glass layer thickness on blade is about 0.002 to 0.0025 inches, while the minimum thickness specification is 0.003 inch. Conclusions: physical impact to the blade; likely related to handling, assembly and/or misuse by customer in conjunction with coating thickness not up to specification potentially cause incident. (B)(6). (B)(4).